Manufacturer narrative:
The cts assisted the customer in attempting to locate the source of the leak, but the source was not found. The cts advised the customer on the location of emergency water shutoff, if needed. The customer shutdown and rebooted the system because the hydro was not responding. After reboot, the instrument resumed full operation and the leak did not re-occur. The customer was to monitor the instrument and callback if the issue continued. No service request was generated. As of (B)(6) 2011, the customer had not contacted bec with requests for further assistance on this issue. Therefore, it is assumed that the issue was resolved through troubleshooting with cts. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a fluid leak in the hydro area of unicel dxc 800 synchron clinical system. The customer contained the leak prior to calling bec. Bec customer technical support (cts) advised the customer to use ppe during clean up. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.